Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed battery, no low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery alert. The customer¿s blood glucose level was unknown. The customer stated that they did not receive a low battery alert prior to the replace battery alert.. Customer stated that they did not receive a low battery alert prior to the replace battery alert. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.